Event description:
It was reported that the accunet. Acculink, and viatrac plus were all used without issue. However, during post-dilatation, the pt could no longer squeeze the response object (squeeze toy) on demand. The procedure ended at this time. It was thought that the pt experienced aa hemorrhagic stroke, but a post-procedure CT scan did not reveal any deficit. Twenty-four hrs later, the pt still has intermittent weakness of the left hand.